Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that cardiosave intra-aortic balloon pump (iabp) not switching on. Sometimes machine switching on mains but not switching on battery. No one was harmed onsite.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) failed to switching on and sometimes machine switching on mains but not switching on battery. No patient was involved,

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code , medical device ¿ problem code ), h11 , b5 , d5 , e3 , e2 , e4 , e1 ( initial reporter , event site email ) , g2, g7. A getinge field service engineer (fse) inspected the unit and identified a suspected fault in the power management board. The power management board was replaced. Following the replacement, the unit was tested and confirmed to power on successfully using both mains and battery supply. Functional testing was performed, and all tests passed. The unit was further monitored on a system trainer for over one hour, during which it operated without any issues. The unit was handed over to the customer in proper working condition.